Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descenting artery. The 3.00 x 20 synergy drug eluting stent was implanted to treat the target lesion. Post deployment, a proximal edge dissection was suspected and another of the same device was implanted overlapping. There were no further patient complications and the patient was stable.